Event description:
It was reported that after explantation of an impella cp the patient experienced cardiac arrest. The patient was put on extracorporeal membrane oxygenation and an impella cp was implanted. A thrombus was observed on the tip of the impella using a transesophageal echocardiography. A left ventricular thrombectomy and mitral annuloplasty were performed. A cardiopulmonary bypass was initiated and the patient experienced aortic regurgitation. An aortic cross-clamping was performed and the patient suffered cardiac arrest. The impella was explanted. The patient was in stable condition.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
In this literature case report, the authors describe a 50 year old male that was treated with a percutaneous coronary intervention under support by an impella cp. After weaning and removal of this device, the patient suffered a cardiac arrest and another impella cp was inserted together with an extracorporeal membrane oxygenation. The patient was then transferred to another center for percutaneous mitral valve coaptation repair, but in preparation, transesophageal echocardiography revealed a 10 mm thrombus at the tip of the impella, leading to the decision to perform left ventricular thrombectomy and mitral annuloplasty (map). Cardiopulmonary bypass was initiated under impella support with aortic regurgitation observable when the pump was stopped. Aortic cross-clamping with the impella in place was performed to avoid mobilization of thrombus. Following the intended surgery, the impella was weaned and removed after weaning of cardiopulmonary bypass. The patient was successfully discharged from the intensive care unit after eight days. Cardiac arrest happened after weaning of the first impella device and is thus not coded. Aortic regurgitation via the cannula is typical with a stopped pump and was explicitely tolerated to avoid expulsion of thrombus material prior to cross clamping.

Manufacturer narrative:
The clinical codes of e0602 and e062101 was reported on the initial MDR was not applicable to the event and has been removed. Please see the additional information noted in b5. The root cause of the injury was unable to be determined due to insufficient clinical details.